Event description:
On (B)(6) 2012, the reporter claimed the patient had elevated blood glucose reading of 580 mg/dl after she reportedly did not cover correctly for the patient's camp food. In addition, the subject insulin pump was intermittently self rebooting due to a damage battery cap issue. When the patient attempted to take bolus insulin on the day of concern, the animas pump gave a no prime warning cs 052 alarm. Reportedly, the patient was able to confirm the verify screen and to completed the rewind, load, and prime process. The patient used the pump to reduce his blood glucose reading to 530 mg/dl and continued to monitor his blood glucose until his blood glucose is down within the target range. The intermittent power issue was resolved with a new battery cap. This complaint is being reported due to the intermittent power issue and because the patient had elevated blood glucose reading above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).